Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. B3 - event date 18apr2019 or 25apr2019. Manufacturing site evaluation: no product at hand; no pictures available. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most likely usage and reprocessing related. Rationale: according to the quality standard a material defect and production error can be excluded. Without the product we cannot determine the exact cause. There is the possibility that the breakage was caused by stress-corrosion cracking. Due to any existing pre-damage or weak point, reprocessing could then trigger a fracture. Possibly pre-damage could have been caused due to a mechanical overload situation by an improper handling. If further investigations are required, the product should be provided for examination.

Event description:
It was reported that there was an issue with the stevens scissor. During a tendon repair surgery, the instrument broke into 3 pieces and was removed. No harm to the patient occurred and there was no delay in the procedure due to the malfunction. Additional information was not provided.

Manufacturer narrative:
Event description update.

Event description:
Clarification was recieved: the surgeon was using the scissors when the screw fell out on to the floor, causing the scissors to fall apart. No parts of the scissor were reported to have fallen into the patient. No additional medical intervention was required. There was a reported surgical delay of one minute, as the operating room team retrieved a second pair of scissors. The surgery was successfully completed using an available pair of scissors. There was no reported patient harm.